Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. After analyzing the instrument and instrument data, the fse performed an extensive system check. A reagent barcode reader jam was corrected. In addition a reagent probe volume check and test gate procedure were performed. The reagent probe heater coil was replaced. The cause of the discordant troponin result and discordant ferritin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant troponin and a discordant ferritin result were obtained on an advia centaur xp instrument. The discordant troponin result and the discordant ferritin result were reported to the healthcare provider(s). The healthcare provider questioned the results. Subsequently, two new samples were obtained and retested on a different centaur xp instrument and reported to the healthcare provider. There was no report of adverse health consequences or known patient intervention due to the discordant troponin result or the discordant ferritin result.